Event description:
I experienced severe pain in my left breast, noticed it was hard to touch and extremely painful. Went to surgeon office and he stated I had to have surgery, and it was going to cost over (B)(6) to fix problem or possible rupture of capsular contracture.